Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented in the clinic with recurring incontinence. The artificial urinary sphincter (aus) had worked for nine years and in the clinic, the pump felt fine and there was no sign of fluid loss. After a cystoscopy, it was determined that cuff was not fully coaptating and replacement was necessary. A new aus was implanted. No further patient complications were reported.